Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log. The drain volume was 2974 ml during cycle 1, and the largest prescribed fill volume was 1500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device passed homechoice return instrument test/evaluation (rite) functional testing and rite electrical safety analyzer testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain. False empty detect at initial drain and I-drain alarm volume was met. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.